Event description:
Customer reported the system will not produce a video image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. System operates as intended.